Manufacturer narrative:
Additional product code: hwc. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. (Partial part # 02.211.0xx) 2.7 mm va locking screw self-tapping with t8 stardrive recess, quantity of 1). This report is for unknown screw locking/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. UDI unavailable. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: 2.4/2.7 mm va-lcp first mtp fusion plate/medium/10 degree/right (part # 02.211.240, quantity of 1) and 2.7 mm variable angle locking screw self-tapping with t8 stardrive recess (part # 02.211.0xx, quantity of 2). Possible 510k. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of a right metatarsophalangeal (mtp) fusion was performed on (B)(6) 2017. The patient underwent the original fusion procedure on (B)(6) 2017 ¿ in which one plate and six screws were implanted. Routine x-rays were taken during the original procedure. Subsequently on an unknown date, it was discovered that a 2.7 mm variable angle (va) locking screw had backed out of the va-lcp (locking compression) first mtp fusion plate, into soft tissue (it was noted that the patient has a very large foot). There was no reported damage to the soft tissue. It was noted that the bone quality on the proximal and distal sides of the fused joint was of poor quality (the patient is diabetic). Routine x-rays were taken during the revision surgery. Removed hardware included: one 2.7 mm va locking screw ¿which had backed completely out of the plate and was intact. There was no screw breakage. The plate was intact. The screw was replaced with a new screw of the same size and type. The other five remaining screws were re-tightened. Three (3) of the screws that were re-tightened were loose. The other two (2) screws were intact and not loose. The three (3) screws that were loose were reported to have different lengths. The surgeon took a culture to check for infection. The results of the cultures are unknown. In addition to the original hardware, two k-wires (non-synthes) were placed during revision surgery from the tip of the great toe across to the mtp joint for stabilization. Nothing untoward occurred during this procedure. The procedure was completed successfully with the patient in stable condition. This complaint involves four (4) devices. Concomitant devices reported: 2.4/2.7 mm va-lcp first mtp fusion plate/medium/10 degree/right (part # 02.211.240, quantity of 1) and 2.7 mm variable angle locking screw self-tapping with t8 stardrive recess (part # 02.211.0xx, quantity of 2). This report is 3 of 4 for (B)(4).